Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their tremors and the remote control indicated the end of service (eos) message. It was noted that patient used high energy programming. Therefore, the patient underwent a revision procedure during which the subcutaneous primary cell implantable pulse generator (ipg) was explanted and replaced. Peak plasma electrocautery was used during the procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a return of their tremors and the remote control indicated the end of service (eos) message. It was noted that patient used high energy programming. Therefore, the patient underwent a revision procedure during which the subcutaneous primary cell implantable pulse generator (ipg) was explanted and replaced. Peak plasma electrocautery was used during the procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. A data log analysis indicated the primary cell ipg battery reached its end of service (eos) within 2 years, 5 months and 27.2 days which is within range of the expected battery life of 2 years and 21.4 days. A labeling review was performed and it did not reveal any anomalies. The instructions for use (IFU) states the eos indicator will appear on the remote control (rc) and clinician programmer (cp)at which time the stimulation will no longer be available and the stimulator must be replaced to continue receiving stimulation. Therefore, engineers concluded that the cause of the loss of stimulation was due to the ipg having reached the end of life. Block d2b: additional pro code selection that applies to the indication of this device pjs.